Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cadd legacy pump produced error code 1660 due to a defect with the main board. The pump was in use for 13 months at the time of the incident. No patient injury or complications were reported in relation to this event.